Manufacturer narrative:
(B)(4). The third party service technician evaluated the device and verified the reported issue. The therapy pcb was replaced and proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.

Manufacturer narrative:
The removed therapy pcb assembly was returned to physio-control for evaluation. It was observed that the therapy pcb assembly had sustained excessive electrical damage to several components. The damage was caused due to excessive current into a diode, designator cr44.

Event description:
It was initially reported that the device would not function normally. After evaluation of the device, it was observed that there was an explosion on the inside involving the therapy pcb assembly. There was no patient use associated with the event.